Manufacturer narrative:
(B)(4).

Event description:
It was reported that in angio during the procedure, the end of the black tip of the ptd broke and separated. The md followed the IFU and was a skilled user of this device. After approx 30 minutes, the md successfully removed the broken tip from the pt's body using a swg. It is not known if there was a second attempt at the procedure. A delay was reported, however, there was no death or add'l complications to the pt as a result of this occurrence.